Event description:
The surgeon inserted the intra-operative lens (iol) intact during cataract surgery. During insertion, the iol became displaced. When surgeon removed iol from eye, one lens haptic was noted to be absent. Dr was notified of missing haptic. Exterior and surrounding area of pt eye was washed with bss. No haptic was found. Physician was notified. New lens was inserted. Faulty lens was removed and sent back to the MFR.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.